Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unk since the item was found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The door latch hook, and input/output printed circuit board were replaced.